Event description:
No additional information was received; however the evaluation of the returned device is completed. Please see h6 &h11, change to section: h6- medical device problem code.

Manufacturer narrative:
Correction: h6- medical device problem code:2547- separation failure was corrected to 1255 - failure to fold and 2526 - dent in material. Investigation conclusion the provided radiographic image shows the delivery microcatheter in the proximal left a1 segment and the web device in the mid and distal a1 segment. The implant does not appear to be inside the aneurysm, and its shape cannot be determined. The investigation of the returned web system found the web to be within visual and dimensional specifications. The web was able to successfully advance through an in-house microcatheter and fully open upon deployment in open air during functional testing. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported complaint. The microcatheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint. Based on our investigation findings and the previously reported clarifying information received from the reporter, there was no web detachment malfunction. The web shape is within visual and dimensional specifications. The reporter had clarified that the web device remained in a seed state and never progressed to open. As it was uncertain whether the web is kinked or occluded. Therefore, mvi no longer considers this event a reportable malfunction event.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. Procedural notes were not provided; however, medical imaging was received. The reported issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Event description:
As reported, upon completion of initial preparations during the procedure, the microcatheter and web device were flushed with normal saline. After the microcatheter was positioned in the body, an attempt was made to deliver the web device via the microcatheter. It was observed that the web device failed to deploy. A web device of the same model was substituted, and the procedure was successfully completed. The patient was reported to be fine.

Event description:
As reported, upon completion of initial preparations during the procedure, the microcatheter and web device were flushed with normal saline. After the microcatheter was positioned in the body, an attempt was made to deliver the web device via the microcatheter. It was observed that the web device failed to deploy. A web device of the same model was substituted, and the procedure was successfully completed. The patient was reported to be fine. Additional information received: throughout the web deployment, the device advanced smoothly through the via but remained in a "seed" state and never opened. As shown in the image, the distal end of the via is positioned at the proximal marking location of the web. It is unclear whether the web is kinked or obstructed by thrombus.

Manufacturer narrative:
Section b5: additional information received. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.